Event description:
Caller states that the patient tested 3.1 inr 4.1 inr during duplicate testing. Caller states that the patient was retested with a result of 3.1 inr and 4.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.